Event description:
It was reported via repair work order that the siderails were not operating to specifications due to malfunction wireharness #1. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.